Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on 2020 that a hot axios stent was to be implanted in a transduodenal position for bile duct drainage during an endoscopic ultrasound (eus) guided biliary drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange deployed outside the bile duct. The stent was removed from the patient partially deployed on the delivery system and a wallflex biliary 10x60 fully covered stent was advanced over the guidewire but was unable to access the puncture site. Another puncture in a different location was made using a 19g needle. The physician re-sheathed the axios stent and placed it down the scope; however, the first flange failed to deploy. The axios was removed and the wallflex biliary stent was re-inserted and was successfully deployed within the second puncture resulting in successful bile duct drainage. Reportedly, the patient underwent a 'washout' surgery to address the first puncture site directly after the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the axios stent was re-sheathed after the first flange was deployed. However, per the hot axios stent and electrocautery- enhanced delivery system instructions for use, the stent cannot be re-sheathed after the stent first flange has been deployed.